Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector/exhaust tubing were received for evaluation. Abrasion was noted on the shorter exhaust tube and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tube of cylinder 2 near the strain relief. This is a site of leakage. A small area of abrasion was noted adjacent to the separation indicating the tube had been kinked onto itself and abraded. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with both detached exhaust tubing. Based on examination of the returned product, it was concluded that the inlet tubing of the reservoir had been kinked onto itself based on the crease marks noted during examination. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 2 near the strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted and replaced due to a pump tubing leak.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced due to a pump tubing leak.